Event description:
"During use of the device clips did not stay in place which had for consequence blood loss of about 200ml and a vital risk for patient. Clip did not stay in place on the cystic artery and on the canal cystic. After several attempt clip stayed on the cystic artery but on the canal cystic. For the canal cystic surgeon had to make a suture." Patient status: ok.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
"During use of the device clips did not stay in place which had for consequence blood loss of about 200ml and a vital risk for patient."

Manufacturer narrative:
Additional information: investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. The root cause could not be determined as engineering was unable to replicate the incident. Applied medical has reviewed the details surrounding the incident and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. Applied medical will monitor its vigilance systems for any developing trends. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report.